Manufacturer narrative:
Concomitant medical products: fr995-23 valve, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited low impedance, noise, and fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.